Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical services on (B)(6) 2019 for a low blood glucose of 54 mg/dl. They were treated via glucagon injection. The customer had experienced hypoglycemia issues since the night before ems was called. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will not be returned for analysis.